Manufacturer narrative:
The insulin pump was retuned for pump error 53 and pump error 4. History file analysis has confirmed pump error 53 and pump error 4 due to software error. The insulin pump was received with scratched case, keypad overlay texture damage and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive pump error alarms. Customer's blood glucose was unknown. Insulin pump would be replaced.